Event description:
Event description boston scientific received information that this lead was an attempted implant due to placement difficulty. The physician reported that the lead was getting hung up on the patient's anatomy which resulted in brief periods of asystole. Therefore, the physician elected to utilize an active fixation lead instead.